Manufacturer narrative:
(B)(4). The device has not been returned yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device reached elective replacement time (ert) and was operating near current bin boundary. Device data analysis indicated this pacemaker device has wide pulse widths programmed in both chambers and this may have been a factor in the device operating near the current bin boundary. This pacemaker device was in the second current bin when the ert was set and this device may have been switching between the lowest current bin and the second bin depending upon pacing rate and lead impedances. The current bin switching may have caused the programmer to calculate the longer longevity estimates. The physician performed a surgical intervention and this pacemaker device was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.